Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had passed away. Initial review of device data revealed undersensing of low amplitude ventricular fibrillation (vf). The crt-d remains in situ. No additional adverse patient effects were reported. Additional information indicated boston scientific technical services (ts) reviewed device memory and found that the lead measurements had been stable and within normal limits over the past year. The stored episodes showed evidence of a polymorphic, irregular rhythm with some low amplitude signals and intermittent pacing due to the biventricular trigger feature. The patient's irregular rhythm was sensed by the device, but it did not satisfy the criteria to deliver shock therapy based on the programmed settings. Ts determined this device was operating as expected and the reason no shock therapy was delivered was due to device programming and the patient's agonal vf. The physician reported that the patient's condition had recently worsened, resulting in a very deteriorated cardiological condition. The physician also noted that the patient's rhythm was consistent with agonal vf and believed that the primary cause of death was likely cardiological in origin due to the patient's poor health condition.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had passed away. Initial review of device data revealed undersensing of low amplitude ventricular fibrillation. The crt-d remains in situ. No additional adverse patient effects were reported.